Event description:
The customer reported that the device shut down and that it would not deliver a shock.

Manufacturer narrative:
The customer reported that the device shut down and that it would not deliver a shock. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.